Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6-health impact 4644: maxidex drops. Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -6.0/2.0/090 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Reportedly the surgery was uneventful, good visual result achieved. Post operatively maxidex (steroid drops) unable to stop use as once ceased uveitis flare up occurs. Lens remain implanted. If additional information is received a supplemental medwatch report will be submitted. .